Manufacturer narrative:
Lumenis (B)(4) representatives investigated the reported event contacting the physician directly to obtain further information about the incident that is the subject of this MDR. The physician reported that the patient is a (B)(6) female suffering from bilateral renal calculous disease. The physician stated that during f-tul procedure on (B)(6) 2013, in lower right kidney calix, the distal end of the subject device was detached and a fragment of glass fiber remained in the lower kidney calix. The physician attempted to remove the fragment with forceps and basket catheter but failed due to its small size (1-2mm). During the procedure the physician inserted a stent catheter for residual stone discharge. The patient was discharged from hospital on (B)(6) 2013. The physician stated that the patient is thought to have naturally passed the fiber fragment and no follow-up surgery is indicated. According to the physician there was no health hazard to the patient. Based on the statement by the physician that the patient sustained no serious injury as a result of the fiber break lumenis (B)(6) concluded that the event did not meet the reportability requirements in (B)(6).

Event description:
It was reported that during a lithotripsy procedure in the renal pelvis and renal calix the distal end of the device was detached and a fragment of glass fiber remained in the renal pelvis. The physician attempted to remove fragment with forceps and basket catheter but failed due to its small size.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain further information regarding the patient. The facility reported that, "the detached part of the fiber is remaining in the patient body. The patient was being monitored, but he/she has left the hospital. There's no additional procedure scheduled." The fiber was returned to lumenis for examination. A visual inspection of the returned subject device by lumenis technical specialist concluded the root cause for the reported event to be improper handling of the fiber without patient contact either during the clinical procedure or unpacking/preparation in contradiction to the dfu: fiber broken due to excessive bending or exceeding the fiber tensile strength in contradiction to IFU. Handling damage - the complaint was caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation. A review of product labeling confirmed that labeling did not contribute to the reported. A review of the risk analysis found event recurrence to be extremely remote and within statistical limits with low potential for complications to the patient.